Event description:
It was reported that an ilet user experienced hyperglycemia, with blood glucose readings rising from 258 mg/dl to 282 mg/dl before trending down to 233 mg/dl after guidance to perform a full infusion set and cartridge change; the user had eaten several hours earlier, confirmed the meal announcement, confirmed the pump had been paused earlier but was resumed, and no site moisture or leakage was observed. Symptoms included hyperglycemia without associated clinical symptoms. Outcomes included no health consequences or impact. Investigation included interviews and analysis of user-provided information. Investigation of this case revealed no specific device findings and insufficient information to identify a device-related problem or involved component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.